Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged from the balloon. The physician withdrew the stent from the box and was holding the stent delivery system in his hands when the stent dislodged from the delivery system. The procedure was successfully completed with another of the same device. There were no reported patient complications . The current patient condition is reported as "good."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.